Manufacturer narrative:
Updated device evaluation completed on july 21, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the mentor memoryshape¿ mm 355cc breast implant was found to have a tear on the anterior aspect measuring approximately 7 cm. A microscopic examination was performed, and the cause of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information received on july 22, 2021 indicated that the patient also experienced right sided capsular contracture unknown grade, and right axillary breast mass. Date of implantations updated to (B)(6) 2003. Postoperative diagnose was bilateral ruptured of the breast implants. As a result patient underwent replacements of the implants with unknown implants, dense removal of the right side axilla the mass, right capsulectomy, and left capsulotomy. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a breast augmentation primary with mentor memoryshape¿ mm 355cc, silicone breast implants developed spontaneous bilateral rupture post operatively. The MRI examinations confirmed the issue. As a result, patient underwent bilateral removal on (B)(6) 2021. This report relates to the left side. Note: patient was part of (B)(6) study.